Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14.3 mmol/l (257.4 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. Inspection of the soft cannula found no bends or kinks. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.